Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. It was unknown whether the device had met relevant specifications. A potential root cause for this failure mode could be due to operator handling method happened during the product transit from bd. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. Correction: d, e, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in every box of 30 few catheters were packed in a way which made the catheters bent and twisted and were unusable. It was stated that the catheters were stuck in the patients urethra and caused the bleeding. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that in every box of 30 there were a few catheters that were packaged in a way that made them bend and twist and made them unusable. Stated that they could get stuck in the patient's urethra and may cause bleeding.